Event description:
The customer reported that the sys intermittently displayed a charge fail error message at the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery was checked and the battery pack was replaced, the battery voltage charge was adjusted and the charge board was replaced and the voltage was adjusted. The sys was tested and found to be working as intended and put back into svc.